Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. The patient's medical history included cancer pain. It was reported that the pump stopped working and magnetic resonance imaging was done. The date of event was unknown. Factors that may have led or contributed to the issue were unable to be provided. Regarding actions taken to resolve the issue, it was recommended to consult with a physician. The patient later returned to the hospital again on (B)(6) 2026, and the pump returned to normal operation after the examination. The issue was resolved. No surgical intervention was planned. The pump remained implanted and in-service. The patient was without injury regarding their status as of (B)(6) 2026. Additional information was later received from a foreign healthcare provider via a company representative. The onset date of the event was unknown. The pump logs were not available. The length / duration of the motor stall was unknown. It was unknown if the timing of the examination / pump interrogation coincided with the timing of motor stall recovery. It was further indicated that the cause of the issue was unable to be determined.